Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted with elevated lactate dehydrogenase (ldh) at 1300's and had a hemorrhagic/embolic stroke due to a suspected pump thrombosis. The patient was listed and upgraded to 1a for suspected pump thrombosis. The patient was transplanted.